Event description:
It was reported, that intermittent air bubbles were observed within the infusion set tubing and the cartridge tubing. Reportedly, the customer was using cold insulin. Tandem technical support educated the customer that using cold insulin is off label per the tandem user guide. Customer¿s blood glucose (bg) level was "high". Although, specific value was not provided. Multiple attempts were made by tandem technical support to gather additional information. However, no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: the cartridge user guide cautions, that insulin should be at room temperature before filling a cartridge. H3 other text: device not returned.